Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-100. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was evaluated by ventec, where the reported issues of it measuring lower peep (positive end expiratory pressure) than set, and delivering low exhaled tidal volume (vte) were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. Upon evaluation, it was observed that the device was measuring lower peep (positive end expiratory pressure) than set, and was delivering low exhaled tidal volume (vte). There were no reports of patient use associated with the reported event.